Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of handle break the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure within the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced through the scope without issue. However, once through the scope, the physician was not able to insert the device into the common bile duct. The device was withdrawn from the patient and the thumb ring of the handle was broken. A rx lithotripter compatible 3.0cm diameter basket was then successfully used by the physician to perform the stone lithotripsy. After the stone was crushed, the 3.0cm basket was removed, and then a rx lithotripter compatible 2.0cm diameter basket was used to retrieve the remaining stone fragments. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.